Event description:
It was reported that customer experienced very inaccurate insulin readings. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and case was documented accordingly with no additional corrective actions reported.